Manufacturer narrative:
To date, the lead and device remain implanted. A revision procedure was to be performed in the near future. Upon receipt of additional information or device analysis a final report will be submitted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this product was later explanted and returned.

Event description:
Boston scientific crm received information that during a follow up visit; this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular defibrillation lead (rv) exhibited noise which caused oversensing with pacing inhibition for approximately 4 seconds. The patient is pacing dependent. The noise and oversensing could not be reproduced with pocket manipulation. A chest x-ray was performed which revealed that the leads were not touching and the lead had not perforated the ventricle. However, the pocket was manipulated a second time and noise artifact could be reproduced. Pacing was also inhibited for several beats during the manipulation. A revision procedure was to be performed in the near future to evaluate the possibility of a lead fracture or connection issue. No adverse patient effects were reported.

Event description:
The device and lead remain implanted, a revision procedure was not performed. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain implanted and were not returned to boston scientific. Should additional information become available an amended report will be submitted.